Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed; however, the mr was unable to be reduced. After grasping, a flail was noted. The clip was re-positioned and deployed for treatment of the flail. One clip was implanted and the mr remained at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions due to multiple grasping attempts. A definitive cause for the unchanged mr cannot be determined as there was no issue with the device. The reported patient effects of mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.